Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was having episodes of it beeping occluded with no apparent line issues and the port study came back normal. The patient was not affected. The patient was assigned a new pump. No patient injury was reported.